Manufacturer narrative:
B4- "(B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h1- "serious injury" should be corrected to "malfunction" in the previous MDR. (B)(4).

Manufacturer narrative:
Corrected data: g4- "07-oct-2019" should be corrected to "06-oct-2019" in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Product code: unk. Model #: unk. Device manufacturer date: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens into patients right eye (od) on (B)(6) 2019. Surgeon noticed "trans illumination defects, depigmentation, and eye between 3-9 o'clock." Reportedly, iop was noted as reasonable but surgeon is noticing mid dilated, poorly reactive pupils. Surgeon states "the vault is perhaps around 1000 microns. Reporter indicated "patient says vision is very good." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.